Manufacturer narrative:
Follow-up #1: date of submission 09/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: during investigation, the original complaint of the unresponsive keypad was unable to be duplicated. The keypad cover was undamaged and all the buttons were responsive. The keypad cover was opened and there were no contaminants found under the contacts. The pump was opened and there was no intermittent condition found on the keypad flex connector. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all buttons under responsive. Patient was reportedly swimming with pump just prior to the keypad button issue. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.